Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: a physical evaluation of the complaint device cannot be conducted given that the product was discarded by the customer. The root cause for the reported event cannot be determined. Furthermore, a non-conformance search was performed and no non-conformances were identified for this part number (212865) with lot number (2l32142) combination per qlik search performed on 09/19/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4), incomplete. The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that the micro quick anchor plus was being inserted into the bone hole during a hand procedure when he arcs did not go out to hold the anchor in the bone hole. The anchor pulled right out when the inserter was removed. The surgeon discarded the anchor, used another like device in the same bone hole, with less than a five minute delay to the procedure. The procedure was completed with no patient consequences.